Manufacturer narrative:
Additional MFR narrative. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that the patient had a lead issue. Additional information was requested regarding what lead experienced an issue, what the issue the lead exhibited, and health care professional (hcp) information. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported by the patient's wife that the patient had a lead issue. Additional information was requested regarding what lead experienced an issue, what the issue the lead exhibited, and health care professional (hcp) information. The lead remains in use. No adverse patient effects were reported.